Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: patient¿s blood glucose (bg) was 40 mg/dl today, with no symptoms. Mom states she treated with orange juice and glucose tabs and was told by health care provide (hcp) to decrease basal settings by 0.2 units per hour due to hypoglycemia. Mom states patient is very brittle and prone to lows, patient states hot weather can also cause low bg. Mom does think patient drank enough water throughout the day. There is no allegation of pump malfunction. Patient continues on pump, and mom will continue with adjusted basal rate per hcp instructions. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.